Manufacturer narrative:
Siemens headquarter support center (hsc) reviewed the customer data. A customer service engineer (cse) was dispatched to the customer site. A total service was performed of the immulite 2000 instrument, which included the cse verifying all alignments were correct, rerouting the tubing that supplies water to the dual resolution diluter (drd), removing air in lines of the sample drd tubing by tightening it, and lubricating the water bottle and probe wash bottle connector o-rings. There were no parts replaced by the cse during the visit. The cause of air in the lines which was fixed by tightening the drd and alleviating the kink in the tubing could have potentially contributed to the falsely discordant results. The affected patient samples were run in replicates of three and the results were acceptable. Quality control samples were also run and were within specification. The cause for the discordant falsely elevated ca125 results on the two patient samples is unknown. The system is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated cancer antigen 125 (ca 125, om-ma) results were obtained on two patient samples on an immulite 2000 instrument. The falsely elevated results were not in line with previous results or the patient profile of the two patients. The discordant results were not reported to the physician(s). The same two patient samples were repeated on the same day on the same immulite 2000 instrument and the results were lower and as expected as they were in line with the previous results and met patient profile. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca 125 results.